Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a pt experienced corneal edema, retinal edema, and endophthalmitis in the right eye, seven days following cataract surgery. The pt underwent a vitrectomy procedure and injection of antibiotics to resolve the event.